Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm during therapy. Patient involvement unknown. No harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5, d9, h6 (type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). A gettinge fse dispatch to evaluate the unit and issue reproduced, saline found in both pim and safety disk. Pim was removed and inspected. Recalibrate 30psi transducers. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 05 nov 2025. The failure analysis and testing dept. Received part number 0997-00-1178 pneumatic module assy. Serial number (B)(6) with a reported unit failure of saline ingress to pim. The failure analysis and testing dept. Performed a visual inspection and observed a white residue in the port of the pim and on the port of the safety disk. This white residue is consistent with saline. Due to the saline ingress, the fat dept. Cannot investigate this complaint any further. Retaining the pneumatic module in the fat dept. Per procedure number 0002-07-d008 rev. Au.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm during therapy.no harm reported.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6) . A supplemental report will be submitted upon completion of our investigation.